Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk; catheter model: 8578, serial# (B)(4),, implanted: 2012 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported that the pump was removed due to infection. The catheter was noted to be still in place with the exception of the proximal catheter segment (model 8578, serial # (B)(4)) which the reporter was not sure if it was still in patient's body or if it was removed as well. A follow-up report will be sent if additional information becomes available.